Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that multiple pump stoppages occurred. Red heart alarms were induced by manipulating of the driveline near the distal end bend relief. No clinical symptoms were reported. Review of the submitted log file by a representative of the manufacturer¿s technical services confirmed the report of multiple pump stoppages on (B)(6) 2017. This type of behavior had been previously linked to potential issues with the percutaneous lead. These issues only appeared to occur while the lvad was connected to the power module. On (B)(6) 2017, during on site evaluation, technical services representatives observed a suspect area near distal end bend relief. A distal end percutaneous lead (driveline) replacement was performed approximately 8 inches from the connector. Alarms did not occur immediately after the replacement. No additional information is provided.

Manufacturer narrative:
The device remains in use supporting the patient; however, the replaced portion of the driveline was returned for evaluation. Device evaluation: approximately 6 inches of the distal end portion of the driveline was returned for evaluation. Initial electrical continuity testing of the returned portion of the driveline revealed an open circuit condition in the yellow wire. The yellow wire was manipulated and a segment measuring approximately 3.5 inches was easily removed from the driveline segment. Visual inspection through the bionate layer revealed a fractured end of the yellow wire approximately 2.5 inches from the metal connector. The damage to the yellow wire resulted in exposed inner conductors. Microscopic inspection of the fractured end of the yellow wire revealed that the damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the yellow wire made contact with the metal braided shield while the patient was connected to a tethered power source such as the power module, this could have resulted in the pump stoppage and low speed advisory and low speed hazard events captured in the submitted log file. In addition, if the fractured yellow wire caused an open circuit condition during pump support, it would have been detected by the system controller and resulted in the driveline fault alarms and yellow wrench advisories captured in the submitted log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.